Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a calibration failure. Two days after the case, the patient's burns were detected. The attachments are not available in their hands. No further information is available.

Manufacturer narrative:
One device sample was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received by manufacturers¿. Two days after the case, the patient's burns were detected. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device's output values were measured and no problems were observed. The investigation found the device to function normally and within specifications. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.